Manufacturer narrative:
H.6. Investigation: bd has been provided with a sample for catalog 304622 lot 190210 to investigate for this record. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Visual examination of the sample shows a semi clogged cannula since some light was able to be passed through and a particle was detected. Visual examination under microscope revealed a conical in shape, short transparent particle inside the needle. As a result, bd was able to verify the reported issue. Ftir spectral analysis identifies the material clogging the needle as polyethylene (pe). It was observed that these types of particle are commonly generated when needles are used to access the septum of rigid plastic containers of saline or other medication solutions. Further investigation suggested that the bd microlance¿ needle had been used to access rigid plastic containers of saline or other medication solutions designed to have a double septum, the first is a normal rubber closure, the second is a thick polyethylene septum. According to the above conclusions, bd must consider that bd microlance¿ needles are designed and manufactured according iso 7864 and whose primary use is intended to penetrate the skin and rubber closures of vials. They are not designed to penetrate thick polyethylene membranes. CAPA#29917 was initiated. H3 other text : see h.10.

Event description:
It was reported that bd microlance¿ 3 needles were defective. This was discovered during use. The following information was provided by the initial reporter: defective needle: this needle "forced" when used to collect solutes (drug reconstitutions) and did not produce one jet but several. Only one needle inside this lot with this problem.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microlance¿ 3 needles were defective. This was discovered during use. The following information was provided by the initial reporter: defective needle: this needle "forced" when used to collect solutes (drug reconstitutions) and did not produce one jet but several. Only one needle inside this lot with this problem.